Event description:
Pt undergoing colonoscopy for treatment of multiple polyps. Series of micro-perforations sustained in the ascending colon. Pt remained hospitalized without need for surgical correction. Pt discharged 6 days later.